Event description:
It was reported from (B)(6) that the attachment device overheated during use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date returned to manufacturer was documented as (B)(4) 2015 in the initial report. It has been updated as (B)(4) 2015. Device evaluation; the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had foreign fibrous material left behind by a cleaning instrument which caused the locking mechanism to malfunction. Therefore, the reported condition was confirmed. It was further determined that the bearings, spacers and snap rings demonstrated a large amount of corrosion. It was determined that this coupled with the locking mechanism failure resulted in total failure of the instrument. The assignable root cause was determined to be due to component damaged caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The brand name was documented as 8 cm angle attachment in the initial report. The brand name has been updated to 8 cm medium,qd angle attachment. The catalog number was documented as qd8 in the initial report. The catalog name has been updated to qd8-g1. The device was returned for evaluation on july 3, 2015. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as aug 1, 2014. Device evaluation: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.